Manufacturer narrative:
Healthcare provider initial reported not reported due to regions privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that ped5-18 was induced to m1, then the sleeve was removed and deployed. However, the distal end could not be opened and recovered even after several resheath operations. Responded with 5-20. There was deployment failure in the distal stent section. The pipeline was positioned in a distal bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. There was no operation, such as using another device to deploy the stent. The stent was resheathed and removed from the patient's body with the microcatheter.  No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) aneurysm with a max d iameter of 6mm and a 4mm neck diameter. The blood vessel diameter in the landing zone was 5mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. Postoperative findings related to blood flow contrast revealed no issues. Ancillary devices include a shuttle sheath 6f guide catheter, phenom 27 microcatheter.